Event description:
On 10/19/98, co's customer svc dep rec'd a complaint from dr's technician, that was determined to be a potential adverse incident. Source reported that one of co's mv2 contact lenses has stuck to pt's eye when the pt was being fitted with the lens by dr. According to the report, when dr removed the lens, he found that pt has suffered a small corneal abrasion that involved several layers of the corneal epithelium. The pt was treated with ocuflox and a cream without further complication.